Event description:
It was reported that (1) tsb45 and (1) tr45w were used during a laparoscopic appendectomy procedure. It was reported by the rep that the surgeon inserted the tsb45 (reloaded with tr45w) into trocar and upon opening, anvil cartridge popped out. The nurse thinks cartridge was not seated properly, however the nurse heard the cartridge "click". The case was completed and there was no consequence to the pt.